Manufacturer narrative:
Concomitant product(s): product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 08-mar-2022, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar spinal canal stenosis. It was reported that stimulation adjustment was performed in the afternoon of (B)(6) 2018. In the evening of the day, healthcare professional contacted with manufacturer representative reporting that when stimulation was attempted to be changed higher using the controller by the patient, "settings not available" was indicated on the screen and stimulation adjustment could not be performed. The representative visited and performed interrogation using the physician's programmer; electrode 11 was found to be fractured. The representative confirmed with the patient about the issue; any particular factors were not found. Condition had been checked every day since implantation operation on (B)(6) 2018, but no signs of fracture were observed. Connection check confirmed that only electrode 11 was x-marked that meant connection failure. Additionally, all impedance related with electrode 11 was high. The issue was resolved by not using electrode 11 but would probably be fractured. No patient symptoms reported. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that it was unknown that the lead was physically fractured. The probable fracture was alleged due to the result of the connection check and high impedance at electrode 11. No further complications were reported as a result of this event.